Event description:
A 3.0mm diameter by 9mm length s7 stent delivery system was inserted for treatment of a lesion in the circumflex coronary artery. The severely calcified target lesion was pre-dilated with a 2.5mm diameter ptca balloon. It was not possible to cross the lesion, therefore, the stent and delivery system were pulled back from the coronary artery. Upon removal, the stent dislodged from the delivery balloon when the stent was pulled back into the guide catheter. The stent dislodged in the left main coronary artery and migrated into the marginal coronary artery where it was left undeployed. It was reported that another s7 stent had come off of the delivery balloon outside of the pt in the touhy-borst. It was unknown if this occurred during insertion into the touhy-borst or upon removal after the attempts to cross the target lesion. There was no further treatment to the target lesion. The pt was reported fine post procedure and there is no additional clinical sequelae reported related to the event. The severely calcified lesion as not 1:1 pre-dilated likely contributing to the stent not crossing the target lesion. The instructions for removal of an undeployed stent were not followed likely contributing to the stent dislodgement.